Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") in a 43-year-old female patient who had essure (batch no. A14901) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included obstructive sleep apnea syndrome, hypothyroidism, cholecystectomy, spinal fusion nos, spinal laminectomy, plantar fasciitis, heel exostosis, hiatal hernia repair, uterine dilation and curettage, gestational diabetes and grand multiparity. Previously administered products included for an unreported indication: oral contraceptive nos and nuvaring. Concurrent conditions included morbid obesity, seasonal allergy, hand pain, vestibular migraine, poison ivy rash, hypothyroidism, gerd, penicillin allergy, sulfonamide allergy, allergic reaction to antibiotics, allergic reaction to antibiotics, ex-smoker and back injury. Concomitant products included bupropion (wellbutrin) since 2014 for depression, acetazolamide since 2000, desogestrel (cerazette) since 2003, rizatriptan (maxalt) since 2003 and topiramate (topamax) since 2003 for migraine as well as duloxetine hydrochloride (cymbalta) since 2014, levonorgestrel (mirena), levothyroxine and sumatriptan (imitrex) since 2003. In 2014, the patient experienced migraine ("migraines"), headache ("headaches") and weight increased ("weight gain"). On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced palpitations ("blood or heart disorder/condition type: palpitations"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2016, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia") and nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), alopecia ("hair loss"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), feeling abnormal ("brain fog"), mood swings ("hormonal changes describe: mood swings"), depression ("depression"), anxiety ("anxiety"), fatigue ("fatigue"), vitamin d deficiency ("vitamin d deficiency"), pain in extremity ("arm pain / leg pain") and pain ("whole body pain"). The patient was treated with surgery (bilateral salpingectomy- laparoscopic bilateral salpingectomy)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, migraine, alopecia, abdominal pain, abdominal pain lower and feeling abnormal was resolving and the mood swings, depression, anxiety, fibromyalgia, headache, palpitations, nausea, dysmenorrhoea, fatigue, weight increased, vitamin d deficiency, pain in extremity and pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, depression, dysmenorrhoea, fatigue, feeling abnormal, fibromyalgia, headache, migraine, mood swings, nausea, pain, pain in extremity, palpitations, pelvic pain, vitamin d deficiency and weight increased to be related to essure. The reporter commented: current weight 259 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-aug-2018: quality-safety evaluation of product technical complaint incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") in a 43-year-old female patient who had essure (batch no. A14901) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included obstructive sleep apnea syndrome and hypothyroidism. Previously administered products included for an unreported indication: oral contraceptive nos and nuvaring. Concurrent conditions included morbid obesity. Concomitant products included levonorgestrel (mirena) and levothyroxine. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced palpitations ("blood or heart disorder/condition type: palpitations"). In may 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2016, the patient experienced migraine ("migraines"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), headache ("headaches") and nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), alopecia ("hair loss"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), feeling abnormal ("brain fog"), mood swings ("hormonal changes describe: mood swings"), depression ("depression"), anxiety ("anxiety"), fatigue ("fatigue"), weight increased ("weight gain"), vitamin d deficiency ("vitamin d deficiency"), pain in extremity ("arm pain / leg pain") and pain ("whole body pain"). The patient was treated with surgery (bilateral salpingectomy- laparoscopic bilateral salpingectomy)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, migraine, alopecia, abdominal pain, abdominal pain lower and feeling abnormal was resolving and the mood swings, depression, anxiety, fibromyalgia, headache, palpitations, nausea, dysmenorrhoea, fatigue, weight increased, vitamin d deficiency, pain in extremity and pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, depression, dysmenorrhoea, fatigue, feeling abnormal, fibromyalgia, headache, migraine, mood swings, nausea, pain, pain in extremity, palpitations, pelvic pain, vitamin d deficiency and weight increased to be related to essure. The reporter commented: current weight 259 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: confirming full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "hormonal changes describe: mood swings, depression, anxiety, autoimmune disorder type of disorder: fibromyalgia, headaches, blood or heart disorder/condition type: palpitations, nausea, dysmenorrhea (cramping), fatigue, weight gain, vitamin d deficiency, arm pain / leg pain ,whole body pain", reporter, lot number, historical and concomittant condition added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), migraine ("migraines"), alopecia ("hair loss"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping") and feeling abnormal ("brain fog"). The patient was treated with surgery (underwent a bilateral salpingectomy to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, migraine, alopecia, abdominal pain, abdominal pain lower and feeling abnormal was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, feeling abnormal, migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: confirming full occlusion of fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.